Manufacturer narrative:
H.6. Investigation summary: visual analysis of the sample photo confirms see that the needle is through the catheter, however according to the customer report: ¿after rotating the catheter and returning the catheter over the mandrel in some cases ¿, this can generate the needle through catheter, it should be emphasized that the correct way to use the product is: to rotate this catheter but without the catheter leaving or away from the cannon that is attached to the needle, this prevents the product from being recannulated and the needle through catheter occurs. Bd was able to verify needle through catheter however, not the other claims from the provided picture. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Based on the results of the investigation so far, the probable cause of the defect is: 1- air blowing connections at station 4. These connections must be adjusted according to the catheter length. There is no procedure specifying how to set up the air connections to each gauge. 2 -vision system set-up. There is no procedure on how to set up the automated vision system by the maintenance team. A corrective action project (CAPA 855815) has been initiated to investigate the issue.

Event description:
It was reported that bd insyte¿ IV catheter needle pierced through the catheter. This occurred on 522 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: after rotating the catheter and returning the catheter over the mandrel, it pierces in some cases, in others the catheter tip is broken, it also argues that the mandrel is not cut.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter needle pierced through the catheter. This occurred on 522 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: after rotating the catheter and returning the catheter over the mandrel, it pierces in some cases, in others the catheter tip is broken, it also argues that the mandrel is not cut.